Manufacturer narrative:
(B)(4) - device 1 of 5.

Event description:
Reference number (B)(4). Event occurred in spain. It was reported that patient faced 5 infusion sets cannula kinked events on 25-aug-2024, 29-aug-2024, 30-aug-2024 and 02-sep-2024 within 3 hours of insertion.patient replaced infusion sets and resumed insulin successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.